Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. Based on the findings, service determined that the probable cause of the reported issue was due to electrical failure of the oridion assy board etco2. A review of the device history record showed the device had a manufacture date of 05 sep 2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device has an unknown error issue. It needs repairs and/or service. No additional information was provided. There was no patient involvement.